Event description:
It was reported that during a ptca procedure in the rca, the maverick2 monorail balloon ruptured at 2 atms during pre dilation. The number of inflations is unk. The procedure was successfully completed with a cutting balloon. No pt injuries or complications were reported.